Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) indicated the rep asked the hcp for the patient's weight, but they would not release the information. Steps taken to resolve the empty pump included calling and confirming the date the pump reservoir went empty. It was noted that the patient was to see their hcp on (B)(4) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2018 regarding a patient receiving dilaudid (25mg/ml at an 5.502mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was in the hospital because her pump went empty and was making a dual-toned alarm. The event occurred over a week and a half/two weeks ago (relative to the date of report), and the patient was hospitalized since early last week. The patient was going through withdrawals and experienced nausea, vomiting, and diarrhea. It was not confirmed whether the symptom onset was sudden or gradual. The lady at the hospital reportedly said there was supposed to be a manufacturer representative coming and the patient wanted to check on it. The patient 's healthcare provider (hcp) would no longer see her because of a problem with a bill, and the patient couldn't get in to see a new hcp until (B)(6) 2018. The patient's primary hcp recommended she go to the hospital because he had rights there, and the pump had been empty for a week and a half. Additional information was received from a manufacturer representative, and it was confirmed that based on the logs the pump went empty on (B)(6) 2018. Shortly after, the patient started experiencing withdrawal symptoms and had to be admitted. The representative was trying to work with the patient's potential new hcp, however, he wanted to know the facts before agreeing to manage the patient. No further complications were reported or anticipated.